Event description:
It was reported that the patient presented to the clinic with pain and itching at the device pocket site, accompanied by swelling and a fluctuant sensation at implanted device pocket site. The physician explanted the entire system ¿ pacemaker, right ventricular lead, and atrial lead due to infection. A new system was implanted on (B)(6) 2025. The patient was in stable condition throughout the procedure.